Event description:
It was reported that after an unk colorectal procedure, the staples did not close. There was no adverse pt consequene.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time. D4: serial#= na.